Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft became partially torn. A rotational atherectomy treatment procedure was being performed in the tortuous, heavily calcified right coronary artery (rca), using a 1.25mm rotalink¿ plus. Resistance was noted during the advancement of the burr. The physician performed five ablation runs at 190,000 rpms. During the fifth run, it was noticed that the shaft of the burr was partially torn approximately 15cm from the burr. The device was removed from the patient intact with some resistance noted. The procedure was considered complete with good results. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus device with a fractured rotawire inside. A visual examination identified the coil was stretched/damaged and broken 2cm and 3cm proximal of the burr with the rotawire sticking out of the broken coil and the annulus of the burr. The annulus of the burr was damaged, flared and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use at a high speed. The proximal end of the rotawire was able to be removed from the advancer; however, the distal portion of the rotawire was not able to be removed from the burr catheter, due to the stretched/damaged coil. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. It was reported that the operating speed was ran at 190,000 rpm five times. The rotablator dfu states: ¿recheck the rational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed. 1.25 ¿ 2.0mm burrs 160,000 up to 180,000 rpm¿. (B)(4).

Event description:
It was reported the shaft became partially torn. A rotational atherectomy treatment procedure was being performed in the tortuous, heavily calcified right coronary artery (rca), using a 1.25mm rotalink¿ plus. Resistance was noted during the advancement of the burr. The physician performed five ablation runs at 190,000 rpms. During the fifth run, it was noticed that the shaft of the burr was partially torn approximately 15cm from the burr. The device was removed from the patient intact with some resistance noted. The procedure was considered complete with good results. No patient complications were reported and the patient was stable.